Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was withdrawn from the body. Manual compression was held for 20 minutes to achieve hemostasis instead. There were no reported injuries to the patient. The device was being used to close an 8f puncture site after performing a neurointerventional procedure. The procedure was performed using a retrograde approach. The physician was certified in use of the exoseal vascular closure device (vcd), and no visible device or package damage was noted prior to use. One exoseal device was used with an 8f 10cm non-cordis sheath at the arterial site. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and vessel diameter was verified as at least 5 mm. There was no visible calcium or plaque, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vcd with the non-cordis sheath. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window did not show red during retraction, and the indicator wire loop was deployed and visible upon device removal, with no abnormalities noted. The device will be returned for evaluation.